Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage and fibers on lens. (B)(4).

Manufacturer narrative:
Year of birth - (B)(6). PMA 510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5_12.6, -5.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Review of events indicated initial implant and explant dates occurred in 2017, not 2015. Implant date - (B)(6) 2017. Explant date - (B)(6) 2017. (B)(4).